Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer¿s blood glucose level was 587 mg/dl. Customer¿s current blood glucose level was 148 mg/dl. Customer did not mention any symptoms. Customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.